Manufacturer narrative:
Model number/catalog number: sc-2366-50. Serial number: (B)(4). Batch/lot number: 19381021. Model/catalog description: linear 3-6 lead 50 cm.

Event description:
A report was received that the patients lead was protruding through the skin. The patient underwent a revision procedure wherein the part of the lead that was protruding was cut. It was noted that the other part of the leads were left in the patients body. The patient was doing well postoperatively and will undergo another revision procedure wherein scs system will be replaced.